Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees3232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after the end of PICC insertion, when removing the stylet from the inserted catheter, we observed that the distal tip was completely bent. There was no harm to the patient/health professional. There was no need for medical and/or surgical intervention due to what happened. There was no exposure of blood or chemotherapy to mucous membranes or skin. No medication was being administered.

Event description:
It was reported after the end of PICC insertion, when removing the stylet from the inserted catheter, we observed that the distal tip was completely bent. There was no harm to the patient/health professional. There was no need for medical and/or surgical intervention due to what happened. There was no exposure of blood or chemotherapy to mucous membranes or skin. No medication was being administered.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a tls/3cg stylet. The depicted portion of the device included the polyimide region, including the tip of the stylet. Two permanent bends were observed within the polyimide region. While stylet deformation was observed in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance and insertion of the stylet past the trimmed catheter tip. H3 other text : evaluation findings are in section.